Event description:
Caller reported a cartridge alarm occurred but there was no adverse impact to the customer's blood glucose level. The issue was not related to the load process, and the caller had not previously reported similar alarms with the pump. Before contacting customer technical support, the caller had replaced the cartridge. The customer was able to successfully load a new cartridge and resume insulin therapy, resolving the issue.